Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the implantable cardiac monitor exhibited loss of sensing. Repositioning and reinterrogating the device did not resolve the issue. The device was not used and a new device was implanted. The patient was stable.

Manufacturer narrative:
Final analysis found the reported field event of a sensing anomaly was confirmed. Bench and ate tests were performed and it was found there was no sensing by the device. Further investigation revealed the cause of the lack of sensing was due to a fracture of the header electrode feed-through wire.